Event description:
A pt that had an allergic reaction upon PICC insertion. The pt has a known pvi and IV dye allergy. The pt went into anaphylactic shock when the PICC was placed.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of revh0565 showed no other similar product complaint(s) from this lot number.